Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was gradually fading for six months and went blank. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:during investigation, the display screen was blank. The pump cover was opened and the display screen was cracked. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.